Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant procedure, the lead could not be placed because the stylet would not advance to the end of the sleeve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Stylet insertion test performed using the stylet sample in the rpa lab, result was passed. Visual inspection found the lead was damage with the outer insulation cut at distance 19cm, damage at implant. If information is provided in the future, a supplemental report will be issued.